Event description:
Patient underwent right lower extremity revascularization percutaneously by the cardiologist. When the catheter was removed, it got stuck in the left femoral artery. A portion of the catheter was sheared off and the rest of the catheter was removed.summary: femoral sheath broke at site, doctor was unable to safely remove in cath lab. Detail: patient underwent right lower extremity revascularization percutaneously by the cardiologist. When the catheter was removed, it got stuck in the left femoral artery. A portion of the catheter was sheared off and the rest of the catheter was removed. Patient had scar tissue from previous procedures and doctor said sheath felt tight as he was removing it. Doctor found tip missing when sheath was removed. Doctors tried to snare out piece that remained in artery but were unable to do so. Patient was taken to or to have foreign body removed.